Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with 4 photos of the defect for evaluation. A review of the device history record was performed for the reported lot, 8318665, and no related quality issues were found during production. Our quality engineer reviewed the provided photos and determined that the third and fourth pictures showed a dispenser without the label. Based off the provided photos the engineer was able to verify the reported defect. It was determined that this was an operator error. The packaging operator was supposed to check and verify that the dispenser label was placed correctly.

Event description:
It was reported that labeling error before use occurred with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "a label with name of product, cat# and lot# etc, wasn't placed on the shelf carton. However inspection done sticker was placed."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that labeling error before use occurred with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "a label with name of product, cat# and lot# etc, wasn't placed on the shelf carton. However inspection done sticker was placed."